Manufacturer narrative:
Evaluation conclusion = only the replaced component was returned to the manufacturer for evaluation. Only the ventilator's blower motor was returned to the quality assurance laboratory for further investigation. During the investigation, the blower was observed not to spin due to damage to the rear bearing and shorted hall sensors.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During evaluation of the device at a third party service center, a failure of the device's blower motor was identified. The blower motor was replaced to address the issue.